Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice disposable with cassette was leaking during use. The patient was connected at the time of the event. During troubleshooting, the patient stated that there was a pin sized leak from the cassette. There was no patient injury or medical intervention reported. No additional information is available.